Manufacturer narrative:
A complete lead was returned in one piece for evaluation with the helix extended and clogged with blood/tissue, which prevented the helix from being retracted. X-ray examination of the helix was normal; the inner coil inside the connector region was over-torqued, which is consistent with damage occurring during the implant procedure. The lead was cut in order to evaluate the helix function by excluding the over-torqued region of the inner coil. After cutting the lead and cleaning, the helix could be retracted from the inner coil. Full helix extension length was measured and found to meet specification. The continuity of the lead was normal. Due to the over-torqued inner coil the lead failed the short test and impedance test. Visual examination did not reveal any other anomalies.

Event description:
During the implant procedure, the threshold value was high and while retracting the helix to reposition the lead, the helix would not retract. The lead was explanted and replaced and the patient was stable.